Event description:
Reporter alleged discrepant blood glucose results of 260 mg/dl back to back with a result of 110 mg/dl when testing was performed within 5 minutes apart on the compact system. Reporter stated her glucose levels fluctuate rapidly and used the numbers as an example. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.